Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer is experiencing high blood glucose. Customer has not been receiving no delivery alarms. Customer stated that he is not feeling well. The current blood glucose reading is 436 mg/dl. Customer is restless at night. Customer has treated the high with manual injection. The blood glucose reading decreased to 201 mg/dl. Nothing further reported.